Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported by a pediatric nurse that the patient was in a wheel chair and when they stood up the patient claimed to not feel well. The nurse then notice that the external pulse generator (epg) had turned itself off. The epg will be returned for evaluation. No further patient complications have been reported as a result of this event.